Manufacturer narrative:
This is a follow up to document the additional device evaluation results that were not yet available at the time of the previously submitted emdr. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Additional method codes have been added to address the product review performed during the product investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. The damaged part was replaced and the machine was still in service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008t hemodialysis (hd) machine had a discolored power cord plug. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up confirmed that there were no flames or sparks were observed, and no smoke was visible. The biomed confirmed the presence of burn damage to the power cord plug. Hospital grade ground-fault circuit interrupter (gfci) circuits were used at the facility. The biomed replaced the plug with a functional plug from another machine. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without issue. No parts were available to be returned to the manufacturer for evaluation.